Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-16. H6: investigation summary 81 sealed 31g x 5mm pen needle samples were returned from lot. No. 0162448, cat. No. 320522. A clog test as per tp700483 was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported bd ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from german: "her customer says that no insulin comes through..."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd ultra-fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from (B)(6): "her customer says that no insulin comes through..."